Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Upon receipt at our post market quality assurance laboratory, it was noted the lead was returned severed at 72 mm from the terminal pin and in two segments. Visual inspection noted dried blood and body fluid in the lead lumen along with electro cautery damage in the insulation. Analysis confirmed the cathode and anode conductor coils are fractured approximately 420-422 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve. There was a bend noted at this location and the inner insulation was torn as well.

Event description:
Boston scientific received information that the patient was admitted to the hospital due to exacerbated heart failure symptoms including shortness of breath. Upon interrogation it was noted that the pacing rate spontaneously increased to 125 paces per minute and then went back down to the lower rate limit. The longest length of time the patient's heart rate was elevated at 125 ppm was 20 minutes. The post ventricular atrial refractory period was programmed out. A field representative was then contacted to interrogate the device and found high out of range pacing impedance measurements of greater than 2000 ohms. A fracture in the clavicular region was the suspected cause of the high impedance measurements. A revision procedure was performed where the device and lead were explanted. During the revision the fracture was able to be confirmed via fluoroscopy. The cause of the high rate pacing remained unknown.